Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat uterovaginal prolapse, a rectocele, a cystocele, and stress urinary incontinence. It was reported that the patient underwent a concurrent procedure of a hysterectomy during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, mccall vaginal vault suspension, anterior colporrhaphy, posterior colpoperineorrhaphy and cystoscopy due to fecal incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent excision of eroded vaginal mesh on (B)(6) 2009 due to vaginal mesh extrusion. No additional information was provided.